Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3055 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that liquids were found leaking from the insertion site during infusion. Removed the catheter and found sand holes with the catheter at a point 2 cm below the insertion site.